Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The insulin pump has not been dropped or bumped. Customer stated that he fell and broke his leg awhile ago. The drive support cap is flush. The last blood glucose reading is 25.1 mmol/l. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. Insulin pump received with cracked case at display window corner, reservoir tube, reservoir tube lip, belt clip slot and minor scratches on display window.